Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/25/2020. A manufacturing record evaluation was performed for the finished device lot pkh425, and no non-conformance's were identified. Investigation summary: an empty open overwrap packet of product code 8720, lot # pkh425 were returned for analysis. No needle or suture were returned for evaluation to determine the assignable cause of the performance pull off suture needle. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent a popliteal aneurysm repair on an unknown date and suture was used. During the procedure, the needle popped off the suture. A similar device was used to complete the case. There were no adverse patient consequences. No additional information was provided.